Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiac arrest and expired. It was alleged that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.